Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer's allegation of foreign material that adhered/clogged in a/w-cylinder and a/w-channel was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no physical damage to the section of the device with the foreign material. It was unknown whether the reprocessing was implemented in line with the instructions for use (IFU). Based on technical evaluations, the probable cause was insufficient reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope bending section cover adhesive worn out and sharp edge. There was no patient harm associated with the event. The device was evaluated, and it was found that the air/water cylinder and tube had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the air/water cylinder and tube due to insufficient cleaning, additional findings were as follows: suction cylinder had no color; plug unit had a scratch; due to wear of angle wire, the play of up/down knob was out of standard value; and plastic distal end cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.